Manufacturer narrative:
We cannot confirm that this from the medtronic device based on the limited information provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. During a laparoscopic revision of a sleeve gastrectomy to a gastric bypass, the spike of the stapler was left in the patient with a suture attached indicating that the spike disengaged during use. It was reported that after usage of the device, the patient experienced abdominal pain, free fluid, small bowel obstruction, pain, suffering, disfigurement, disability, loss of enjoyment of life, device defective. Post-operative patient treatment included CT scan, laparoscopic removal of foreign object.

Event description:
The patient¿s attorney alleged a deficiency against the device. During a laparoscopic revision of a sleeve gastrectomy to a gastric bypass, the spike of the stapler was left in the patient with a suture attached indicating that the spike disengaged during use. Itwas reported that after usage of the device, the patient experienced abdominal pain, free fluid, small bowel obstruction, pain, suffering, disfigurement, disability, loss of enjoyment of life, device defective. Post-operative patient treatment included pain medication, CT scan, laparoscopic removal of foreign object.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.